Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose was 18 mmol/l. Approximate size of air bubbles was large. Air bubbles were noticed by customer during filling and therapy. Customer does not have a reservoir plunger available. The insulin pump will not be returned for analysis.